Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. UDI not available for this system at time of filing. The probe was not returned, so no analysis was conducted. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that the thoracic probe was deformed. The probe was deformed when it was used after verification. The surgery was completed with another probe and the navigation device. There was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The thoracic probe was returned to the manufacturer for analysis. Analysis found that the tip of the probe was bent. There were also impact marks at the end causing fit issues with the mating tracker. Analysis found that the reported event was related to a physical damage issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.